Event description:
It was reported that the customer was hospitalized (B)(6) 2014 with blood glucose levels of 600mg/dl. Customer was hospitalized again on (B)(6) 2014 with blood glucose levels over 400mg/dl. Customer was treated with an insulin drip. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).